Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.3. Date: (B)(6) 2010, lab: 2.09. Historically, inr has been between 2.5-3.0. Therapeutic range=2.5-3.5.

Manufacturer narrative:
Investigation pending.